Manufacturer narrative:
Manufacturing site: (B)(4). The reported rinato guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire. The elongated coil was fractured at approximately 11 mm distal to the distal-mid solder that was originally located at 25 mm from the tip. At approximately 16 mm distal to the solder, the core wire was fractured. Microscopic observation of each fracture end found that the core wire was severely twisted proximal to its fracture end, indicating torsion had caused the core wire fracture. The fracture end of the coil was found necked, indicating tensile stress had caused the coil fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and outcome of lot history records review, and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the lesion had likely contributed to the reported separation of the reported guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement in the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi rinato (sold as prowater in the us) guide wire broke off during a percutaneous coronary intervention (pci) to treat a moderately calcified, heavily tortuous 90-99% stenosed lesion in the left circumflex artery (lcx). The guide wire was used to cross the lesion when the wire tip became trapped in the anatomy and unable to be removed. A microcatheter was used to pull the guide wire out but the wire tip remained inside the coronary artery. Ivus showed retained the tip was in the proximal to mid lcx. A stent was deployed to cover the distal-prox lcx. Fluoroscopy showed part of the wire tip was hanging out in the aorta. Final ivus and angiogram showed satisfactory result. The patient was discharged after the procedure with stable conditions. There were no adverse patient effects associated with this event.